Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patent alleged shortness of breath. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on nov 02, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged difficulty beathing and particles in the airway from device related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device internally and externally, observed dust/dirt contamination on top and bottom enclosures, ui sd cover flip door, accessory module flip door, panel, rear panel, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, unknown contaminate was observed on the serial number label on bottom enclosure, inside top enclosure, inside ui and rear panels, liquid ingress was observed on the p4 power connector, a contaminate consistent with keratin was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patients symptoms and there was no evidence of sound abatement foam degradation. They did observe dust/dirt contamination in the airpath, likely from a source external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.